Manufacturer narrative:
Root cause: according to the physician, the root cause of the reported event of capsule damage, is related to use of the injector system, where the plunger overrode the iol and resulted in rapid lens delivery. (B) (4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During lens delivery, the plunger overrode the iol, resulting in rapid lens delivery, which tore the capsular bag and caused vitreous fluid loss. A vitrectomy was performed and the incision was enlarged and the crystalens iol was removed and replaced with a different manufacturer's lens model. The replacement iol subsequently dislocated and will be repositioned. Reference MDR# 2031924-2010-00044.